Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) opened the back panel and found no observable obstruction blocking the drawer mechanism, then logged into the hardware test application (hta) to verify the drawer's functionality, and all diagnostic tests passed successfully. The customer verified functionality, and operation was successful and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer verified the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed, the customer rebooted and did storage recovery, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.